Event description:
The pt experienced a sudden loss of stimulation and therapeutic effect. The pt had a lead placed in the cervical and low back area. The low back area no longer provided stimulation but the cervical stimulation was fine. The back lead impedances were normal with electrodes 0-7 but electrodes 8-15 were greater than 10,000 ohms. There was no known accident or incident related to this event. The pt was at the clinic in good condition. The healthcare provider later confirmed that the pt experienced no stimulation, lack of effect and return of pre-existing pain. Device reprogramming was attempted but the lead impedances were greater than 10,000 ohms. The lead broke. The lead, extension and anchor wer replaced. No surgical complications were reported.

Manufacturer narrative:
(B) (4).